Manufacturer narrative:
Date sent: 7/6/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device did not cut the tissue. Another device was used for the procedure. No adverse pt consequences.